Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone:(B)(6).

Event description:
It was reported that angina occurred and required medication. In august 2022, the patient presented with stable angina. The first target lesion was located in the 1st diagonal with 90% stenosis and was 18 mm long, with a reference vessel diameter of 2.25 mm. The first target lesion was treated with pre-dilatation and placement of a 2.25 mm x 20 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The second target lesion was located in the left main coronary artery (lmca) extending up to distal left anterior descending artery (lad) with 90% stenosis and was 52 mm long, with a reference vessel diameter of 4.0 mm. The second target lesion was treated with pre-dilatation and placement of a 4.0 mm x 32 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%.nine days later, the patient was discharged on aspirin and clopidogrel. In june 2025, the patient was diagnosed with stable angina and was hospitalized for treatment. At the time of the event, the patient was on aspirin and clopidogrel. Medication was given to treat the event. In september 2025, the patient was discharged from the hospital. At the time of reporting, the angina was considered to be recovering/resolving.